Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a lysis check and compartment splitting after clotting of a femoro-popliteal bypass. The esu was used with a longitudinally split neutral electrode (also referred to as a return electrode, patient pad, etc.) From 3m (article number 8180f, lot 202510mv). The neutral electrode was placed on the patient's left thigh. It was applied in such a way that the longer side was facing the surgical field, but the division into two was across the surgical field. No information was provided regarding any of the other accessories used in the operation. Also, the esu settings used were not provided. At the end of the procedure, a skin lesion was found under/around the neutral electrode (i.e., left lateral mid-thigh). The burn/necrosis was described as being dry, black, and charred. The necrosis was approximately 6 cm x 4 cm and the surrounding tissue was red with blisters. Therefore, wound debridement and removal of the necrosis was performed as part of the operation.

Manufacturer narrative:
The esu was thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are working properly. Additionally, the chronological data at the time of the procedure was reviewed. There were no errors or messages recorded; however, the duty cycle was violated (i.e., in sufficient cooling of the unit during the operation). Finally, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. There were many factors involved with the reported event. An evaluation of the non-erbe neutral electrode, via a provided photograph, revealed that it was charred. Additionally, the esu's neutral electrode safety system (nessy) can give false alarms with these types of pads (note: erbe has not qualified the generator for use with the 3m neutral electrode.). Other considerations are that the application of the return electrode may not have been suitable, the activation of the esu was too long and/or too high to allow the current/heat to dissipate, the non-erbe neutral electrode was defective or not sufficient to disperse the current, etc. However, no conclusive determination could be made as to the cause of the incident. However, warnings in the esu's user manual address the risk of pad burns and provide mitigation measures to minimize the possibility of burns. No trends have been identified and erbe USA, inc. Is now closing the file on this event.